Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience repeat cgm error after reset, and successfully started new sensor session, with no additional information received regarding any further outcome.